Event description:
It was reported that patent presented in clinic for lead revision experiencing dizziness and slow heart rate. Prior to procedure, it was noted that right ventricular (rv) lead exhibited failure to capture. Upon x-ray it was observed that the lead had dislodged, and helix had come back into the lead. The lead was explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix damage and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of helix damage and failure to capture were not confirmed. X-ray inspection of the helix did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.